Manufacturer narrative:
(B)(4). Method: the complaint iw910 mobile infant warmer was returned to our fisher & paykel healthcare regional office in germany for a routine service where it was inspected by a trained technician. The unit was performance tested, repaired, and returned to the customer. Results: performance testing of the returned device revealed that the power pcb was faulty. Conclusion: we are unable to determine the cause of the reported event. Part of fisher & paykel healthcare's quality control process for the infant warmer involved testing the power failure alarm of every warmer on the production line to ensure functionality of the power pcb prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications.

Event description:
A healthcare facility in germany, via a fisher & paykel healthcare (f&p) field representative, reported an issue with a iw910 mobile infant warmer. Upon device assessment at the f&p regional office in germany, it was discovered that the power pcb was faulty. There was no reported patient involvement.